Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the seat frame was received broken in to three separate pieces. The frame exhibited heavy wear, scratching, and paint loss on multiple areas. There was also one area with damage to the frame tubing and paint that appeared to be from a harsh liquid of some sort. Utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken seat frame.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the seat frame was received broken in to three separate pieces. The frame exhibited heavy wear, scratching, and paint loss on multiple areas. There was also one area with damage to the frame tubing and paint that appeared to be from a harsh liquid of some sort. Utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken seat frame. Product was returned for evaluation. The return fields in oracle state: broken tubing both sides at center holes. The provider states the upper frame the seat attached to is broken.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: broken tubing both sides at center holes. Complaint of upper frame the seat attached to is broken was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: broken tubing both sides at center holes. The provider states the upper frame the seat attached to is broken.

Event description:
The provider states the upper frame the seat attached to is broken.